Manufacturer narrative:
A product sample was received for evaluation. A device history record review shows that the order was built and released per specification. The sample was visually inspection and it was found that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's report is due to an occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Event description:
Additional follow up information was received. It was informed that the probe's port was not closed perfectly and cutting did not work. The suction worked and stopped repeatedly. The product was replaced and the procedure was completed.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe not cutting along with intermittent aspiration; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A customer reported that the vitreous probe did not cut and suction worked intermittently during an eye surgery. There was no patient harm indicated. A product sample has been requested for evaluation.